Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Bg value was 396 mg/dl on the meter and reading "high" on the continuous glucose monitor (cgm). Bg cause was unknown. Bg was addressed with a supply change. During troubleshooting with tandem technical support. It was found that the customer was using cold insulin within the pump supplies. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level read "high" mg/dl on the cgm. Reportedly, the customer was able to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.